Event description:
It was reported that a dexcom g7 sensor lost connection to the ilet during the night and, upon reconnection, the sensor displayed elevated glucose while a contemporaneous fingerstick showed lower values; the event involved intermittent communication failure between the cgm and ilet, with the antenna/electrical-magnetic communication pathway implicated, and the user calibrated using fingerstick values and continued monitoring. Symptoms included hyperglycemia reaching 201 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue characterized by intermittent communication failure affecting cgm-to-pump data transmission, with involvement of the antenna component within the electrical and magnetic communication system. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.